Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was exposed to water, and a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer stated there is a crack at the back of the pump near around the battery compartment and the clip railing. The customer mentioned the location of the damage was at the display. Troubleshooting was performed for the cosmetic damage, blank display, and the serialized device was replaced. Troubleshooting was performed for the fluid in the pump, and the fluid was present in the pump. The pump did not return to normal function, or fluid was reported under the lcd, or the customer reports hearing fluid when shaking the pump. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No blank display noted. Pump received with flashing medtronic logo. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to flashing medtronic logo. Unable to download history files/traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection. Found corroded electronic assembly and moisture damage on the motor. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. No cracked display window noted. No cracked/broken/missing belt clip rails noted. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, missing serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay. Unable to perform the history review 2 days prior to the 04-aug-2025 due to flashing medtronic logo. Unable to generate the power management graph due to flashing medtronic logo. Display anomaly-blank display not confirmed. Unable to perform the required tests due to flashing medtronic logo. Display anomaly-flashing mdt logo confirmed during analysis due to corroded pcba 2. Upload error confirmed (unable to download history files/traces using thump due to flashing medtronic logo). Damage-moisture confirmed. Damage- cracked case battery tube confirmed at the back of the pump. Damage- belt clip damage or missing not confirmed at the back of the pump. Damage- cracked display window not confirmed at the front of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.